Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the account used the preloaded monofocal intraocular lens (iol) as a replacement device, and indicated that the leading haptic was unfolded and came out. The iol was implanted as it was. The account also reported that something like a crack appeared in the haptic. Any effects on the patient's visual acuity were being examined. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that when the plunger was pushed out the physician experienced resistance. During set-up, the device was prepared by the physician with healon 0.85 ophthalmic viscosurgical device (ovd). The device was used according to the instructions for use. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: july 17, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed. The lens was found stuck in the cartridge. Ophthalmic viscosurgical device (ovd) was observed in the cartridge, and no cartridge damage was observed. The lens module was opened and inspected, and no issues were observed. The plunger rod was inspected, and no damage was observed. The handpiece was inspected, and resistance was felt while pushing the plunger rod for advancement. The lens could not be removed from the cartridge for evaluation. Visual inspection of the complaint handpiece revealed that the o-ring was out of position. The complaint issue "lead haptic not folded", "haptic damaged" and "difficult to use" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. A supplier production records review revealed that there were no issues related to o-ring being out of position during the production run of the complaint handpiece batch. No nonconformance notifications were reported for this batch. In addition, the o-ring lot was inspected and no quality issues were found during inspection. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.